Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On the day of the event the customer experienced elevated blood glucose symptoms of nausea and a stomach ache. The customer went to the hospital. Upon arrival at the hospital the customer received a blood glucose result of 700 mg/dl and was admitted into the hospital. The customer was disconnected from her pump and was treated with an alternative therapy to lower blood glucose levels. The customer did not provide what type of treatment she was given. At the time of the report the customer was still hospitalized, it is unknown when she will be discharged.